Event description:
Pt's mom reported that cadd ms-3 pump sn (B)(4) gave an error message on (B)(6) 2018 and would not work. It was the backup pump and the pt did not miss any therapy and no adverse effects. Sending replacement pump and pt will return broken pump. No more info given. Dose or amount: 136.3 nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: primary pulmonary hypertension.